Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation and poly wear. Doi (B)(6) 2002 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Medical records and x-rays were received. It was reported the patient sustained a fall. Per provided surgeon notes it is stated that it appears the dislocations occurred due to the patient's fall, resulting in mild damage to her acetabular liner, shell and musculature. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.